Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed a slowly increasing shock impedance to what eventually measured greater than 125 ohms. The system will continue to be monitored. There were no adverse patient effects reported.